Event description:
Correcting a typographical error for the UDI information in section d4 that is missing parenthesis. The parenthesis is missing from the initial report. This supplement includes the parenthesis as required in the gs1 UDI format. A us distributor reported that a battery was unable to charge.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (unable to recognize a charger) has been confirmed. As received, the battery was unable to recognize a charger. The cause for the failure was isolated to bent pins in the the battery j1 connector. The root cause for the bent pins could not be positively identified. No adverse event resulted from the damaged battery.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (unable to recognize a charger) has been confirmed. As received, the battery was unable to recognize a charger. The cause for the failure was isolated to bent pins in the battery j1 connector. The root cause for the bent pins could not be positively identified. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to charge.